Event description:
It was reported that the pt's device was removed on (B)(6) 2011. The pt experienced a bolus effect with pump refills. The event is ongoing, however, the pt recovered without sequelae. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).